Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was posted via (B)(6). Patient states she had a pkr which deteriorated faster than her doctor anticipated. Four years later she had the total knee replacement done. Update 2-8-2016: patient stated she had a right pkr on (B)(6) 2010. Shortly after surgery, the patient experienced pain which lasted for approx 4 years. During these 4 years, her knee was swollen (warm to touch and fluid drained from knee), she was unable to bear weight on the knee, had three scopes performed, was in physical therapy and was taking approx 2 vicodins daily. Patient had a tkr on (B)(6) 2014 and states her dr explained that her knee had deteriorated. Patient is currently experiencing pain and stiffness with changing weather.